Event description:
It was reported that the patient's atrial lead exhibited noise and inappropriate automatic mode switch, sensing anomaly and low impedance. The lead was capped and replaced successfully on (B)(6) 2017. The patient was doing well post procedure.